Manufacturer narrative:
UDI#: unknown because the serial number is not available. Event date: exact event date is unknown - at the post-operative 13 month, suture which was used to suture the baeveldt glaucoma implant was exposed. Serial number and model number were not provided, therefore the catalog number is unknown. Expiration date: unknown - as the serial number was not provided. Implant date: if implanted; give date: (B)(6) 2014 - exact date of implant not provided. Explant date: if explanted, give date: exact explant date is unknown - shunt was explanted 16 months post implant. Initial reporter phone number: (B)(6). (B)(4). Device manufacture date: unknown - as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Information obtained at the 39th annual meeting of the japanese society of ophthalmic surgery revealed that a (B)(6) year old male patient had glaucoma secondary to cataract surgery since 2000 in his left eye. He had a history of trabeculectomy in 2009. Filtration bleb in the left eye disappeared so reconstruction was conducted but intraocular pressure (iop) was unstable and bullous keratopathy was developed. Therefore he had the baeveldt glaucoma implant in (B)(6) 2014. The tube was placed into the sulcus. After 6 months from post implant, he had descemet's stripping automated endothelial keratoplasty (dsaek) against the bullous keratopathy. At the post-operative 13 month, suture which was used to suture the baeveldt glaucoma implant was exposed and the patient developed endophthalmitis with hypopyon. Although tobramycin was applied with subconjunctival injection and conjunctiva was sutured, the device was exposed. At 16 month post op, an amniotic patch was applied to cover the conjunctiva. However, exposure was again observed and endophthalmitis was also noted so the implant was explanted and another implant (not a baerveldt) was inserted covering with preserved scleral patch. As a result, he recovered from the event. Further information cannot be obtained.

Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation. Therefore, reported complaint could not be confirmed. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. Historical complaint review could not be performed as product type is unknown/not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the labeling review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.